Event description:
It was reported the patient underwent replacement of the pump about six months after implant. The pump had eroded through the skin and was exposed. The physician chose to replace the pump and a portion of the catheter. The patient suffered no symptoms related to the drug therapy prior to replacement.